Event description:
It was reported that the child is not responding well anymore, he was doing better before. The external parts have been exchanged, but without success. Testing carried out on (B) (6) 2009, showed 9 electrodes with the status hi and 3 with the status hsc. The last testing done before on (B) (6) 2009, showed all electrodes with the status ok. An x-ray done on (B) (6) 2009, confirmed complete insertion of the electrode, but during check-up, it was detected that the implant has moved from its original position closer to the ear. According to the pt's mother, he is a very active child, but no serious head trauma was reported. The problem started around (B) (6)/(B) (6) 2009.

Manufacturer narrative:
(B)(4). Evaluation: calibration adjustment required. Investigation summary: operator error could not be rule out; however, a field service visit was requested to verify instrument performance. On (B)(6) 2009, a field service representative (fsr) found background and precision within specifications. The fsr calibrated the instrument and quality controls were within specifications; values were reading as on the cell-dyn 1800 instrument. No further investigation was required; instrument was performing according to specifications. Product labeling provides information to assist the operator in problem identification, isolation, and corrective actions and contains calibration instructions for the operator. A non-statistical trend (nst) review was performed and no nst was identified. Based on the investigation, no product issue was identified for the cell-dyn emerald related to the reported issue. A product deficiency was not identified. This is the final report.

Manufacturer narrative:
(B)(4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
A sales representative visiting the customer site reported that a new installation of a cell-dyn emerald analyzer was completed. Quality control and precision testing had passed. The customer then started to use the analyzer and reported that patient samples had generated low hemoglobin results that did not fit the clinical picture. The samples were repeated on another analyzer (cell-dyn 1800), yielding expected results in the normal range that were reported out of the lab with no adverse impact to patient management.